Event description:
On 8/9/96 during a plateletpheresis the donor experienced an acd reaction due to the nurse forgetting to close the acd pump handle on the access management system. The donor experienced the following symptoms: tightness of the chest, difficulty breathing, and vomiting. 50 liters of oxygen was given at the center to improve the breathing. Tums tablets were administered orally (calcium source). The donor was kept in the center for approximatelly 40 minutes and released in good condition. One of the nurses saw the donor later on that day and mentioned that the donor looked fully recuperated.